Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the manufacturing device history record for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customers reported problem were found during the review of service and repair records., corrected data: correction: e4: 4. Initial reporter also sent report to FDA? Unknown.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 30-nov-2021 indicating that event occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was exhibiting double beeping. It was also reported that the downstream occlusion sensor flex circuit connector was loose. It is unknown if there was any patient involvement.